Event description:
The hospital reported premature partial deployment of the stent during system withdrawal. The hospital reported that the stent was successfully snared and removed from the patient. The hospital reported that the patient condition is ok.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation . Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned and further significant information is found, a supplemental report will follow.